Event description:
It was reported that the pump touchscreen was scratched which affected the customer's ability to interact with and read the pump screen. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the current pump as backup therapy, and technical support provided instructions for returning the faulty pump with a pre-paid label after allowing the battery to deplete.